Manufacturer narrative:
I-flow received one empty and used pump for eval. The pump was refilled with approximately 65ml of normal saline solution, and a gross leak was noted at the "y" connection. A flow rate accuracy test could not be performed due to the intensity of the leak. The best evidence indicates insufficient bonding of the joint. This is a rare occurrence. Due to this leak, flow rate testing could not be performed. In addition, retain samples from lot 832493 were tested. The pumps were filled with normal saline solution to the nominal fill volume of 270ml and a flow rate accuracy test was performed. The flow rate accuracy test results were found to be within specifications.

Event description:
(Drug/diluent: naropin 0.2%). (Procedure: acl/lateral release). Fast flow. Pump emptied in 1 hr, but pt had no pain relief. Fill volume 270ml. No adverse event occurred. Date of event: (B)(6) 2008. Per dfu: the nominal fill volume is 270ml x dual 2 (4ml/hr). The pump should infuse in approximately 67.5 hrs when filled to the nominal fill volume.